Manufacturer narrative:
Unit received with a blank display due to corroded electronic assay. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with cracked case on the back at the battery tube area and belt clip rail case corner.

Event description:
Customer reported via phone call that the insulin pump stopped working. Customer blood glucose level was 150 mg/dl. Customer also stated that there was moisture in battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.